Event description:
It was reported that in the last 2 ¿ 3 months in two procedures of premature ventricular contraction (pvc) with the carto 3 system in use, the physicians had pericardial effusions while using thermocool sf navigational ablation catheters. The settings of the stockert ep-shuttle while ablation was 25w on anterior atrial wall and 20w on posterior atrial wall. The flow rate setting of the coolflow pump was 8ml/min. Additional clarification was requested, but no additional information has been provided. The second event is being reported under manufacturer's reference number (B)(4).

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4).